Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the e-luminexx vascular stent. During the procedure allegedly the shaft could not be advanced due to the tortuosity of the blood vessel, and even when pushed, a kink occurred at the proximal end. Considering poor placement, a different size stent was used, and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation and photos were not provided which leads to inconclusive results. There were no indications of manufacturing deficiencies. It was reported that a 6f introducer was used with a 0.035" guidewire for access, resistance was felt when the guidewire moved through the device and pre-dilation was performed. Based on the information available and as the sample was not returned for evaluation, the investigation is closed with inconclusive result for material deformation and failure to advance. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risks. With regards to general warnings, the instruction for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding potential damages, the instruction for use states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding precautions, the instruction for use states "take care to avoid unnecessary handling, which may kink or damage the delivery system. Do not use if device is kinked". The instruction for use states that "the bard e luminexx vascular stent is only compatible with a 0.035" (0.89 mm) guidewire". Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.